Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed nonresponsive buttons and contamination under the button contacts. This report is made based on the results of an investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed (B)(4) 2012 with the following findings: the "contrast" button is unresponsive and the "up, down, and ok" buttons are intermittent when pressed. The keypad was intact and when removed for investigation, contamination was found under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.